Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient receiving baclofen 1000mcg/ml at 519.3mcg/day, morphine 25mg/ml at 12.983mg/day, clonidine 250mcg/ml at 129.83mcg/day, and dilaudid 15mg/ml at 7.790mg/day via an implanted pump. Indication for use was noted as non-malignant pain and other chronic/intract pain (trunk/limbs). The patient's past medical history included diabetes. It was reported that the patient went into the emergency room (ER) complaining of loss of appetite, lethargy, altered mental status and has had multiple falls. The ER physician opted to turn down the pump to a non-therapeutic dose to rule out overdose/over-infusion from the pump. The pump was interrogated and the logs were read. There were no issues found. It was noted that the patient was admitted to observation status. The pump infusion mode was changed to minimum rate. The doses were morphine 0.148mg/day, baclofen 5.9mcg/day, clonidine 1.48mcg/day, and dilaudid 0.089mg/day. Additional information received from the manufacturer representative stating that there was no device, patient therapy or procedure issue noted. The cause of the patient's symptoms were not determined related to the pump. In the physician's order it was ordered to turn off internal pump due to altered mental status but it was set to minimum rate and not turned off.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.